Manufacturer narrative:
(B)(4). Evaluation, results: (migration), (root cause of migration unk).

Event description:
A complete se peripheral stent system, diameter 10mm, length 40mm, was used to treat a lesion in a pt. It reported that the stent moved distally after deployment. The pt status was good post procedure and no clinical sequelae have been reported.